Event description:
It was reported the unit was reading high impedance and would not register the temperature. The impedance froze during the procedure. There was no back-up device available. The patient had already received local anesthesia. The procedure was cancelled and rescheduled for the following day.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.